Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to a corroded motor home switch. Functional testing including displacement, basic occlusion, occlusion, prime, and no delivery tests were not performed due to a motor error alarm. The device had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error alarms and no delivery alarms. The blood glucose at the time of the incident was 80 mg/dl. The customer stated that she had a lot of motor error alarms in the past few days and she had an insulin shot because her blood glucose level was 300 mg/dl. Troubleshooting was performed and there was a motor error alarm during the bolus delivery. The customer was advised to discontinue use of the insulin pump. The device was returned for analysis.